Event description:
Follow up information received. The patient underwent ipg replacement surgery on (B)(6) 2019. Effective therapy was restored post operation.

Event description:
It was reported that the patient received an elective replacement indicator (eri) message. The ipg may be depleting early. The patient may undergo replacement surgery.